Event description:
Reportedly, the staples did not fire properly when the device was applied to the rectal stump. The surgeon and theatre staff are insistent that the instrument was fired correctly, however they are unsure if instrument did not release any staples or if some staples did come out. The pt is reported to be okay although the event resulted in a large blood loss and the rectal stump had to be closed by hand. The cavity had to be washed out due to internal contamination from the extended procedure time.